Manufacturer narrative:
Continued: e.1. State: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and implant exchange. Device explanted.

Manufacturer narrative:
Previous medwatch reported anxiety. Upon further review it was noted that anxiety is not serious and hence is being unreported. Clarification b3 (date of event): physician notes dated (B)(6) 2024 noted that the patient had mammogram "two months ago" which noted right side rupture. Updated partial date of occurrence to (B)(6) 2024. The event of capsular contracture grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a4, b5, b6, h6.

Event description:
Healthcare professional reported right side "slight capsular contracture, grade iii". Device has been explanted and replaced. Open capsulectomy was performed. Previous medwatch reported anxiety. Upon further review it was noted that anxiety is not serious and hence is being unreported.